Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged. Further analysis showed that the knife subassembly was damaged, a dent was noted on the pan cartridge making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open gastrectomy, it was found that the proximal end part of the cartridge was deformed at the first firing. The device and the cartridge were not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.